Event description:
According to the hospital's initial medwatch report dated 06/21/2010 received from the distributor, this event happened at (B)(6) hospital (B)(6). On (B)(6)2010. Additional info from voluntary report: on (B)(6)2010 circumcision was performed using a mogen clamp. When clamp was removed, proteus bleeding was noted at the site and small area of the glans penis was amputated.

Manufacturer narrative:
Eval summary: complaint investigation report on 08/10/2010. (B)(4). Conclusion: no definite conclusion for the exact cause can be drawn without having the affected instrument in hand or eval together with a detailed description of application. Our complaint statistic shows 6 complaints of (B)(4) lot 25p regarding finishing defects/sharp edges. There is a possible risk of pt injury by sharp edges of a surgical instrument. Based on these complaints and our long-term experience in manufacturing of surgical instruments, we as manufacturer has instructed our production staff to take special care for the finishing of this product and implemented an additional inspection step. These actions will prevent such a risk for future productions. The reporter does want their identity disclosed.